Event description:
During a trident cup revision due to recurrent dislocation, there was a ring of sheared off poly liner sitting in the cup when the poly was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The patient was reported to be a recurrent dislocator. During inspection, the device was found to be unremarkable. Based on the provided information, the product reported in this investigation did not contribute to the event. Device history review indicated devices were manufactured and accepted into final stock with no reported discrepancies.

Event description:
During a trident cup revision due to recurrent dislocation, there was a ring of sheared off poly liner sitting in the cup when the poly was removed.